Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The blood glucose level was high and the patient was treated with correction bolus. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6013715, in question was manufactured at the reynosa site. The lot 6013715 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac 14, on 09/jun/2025, with a total of (B)(4) units. The sub-assembly, welding the lot 5e04009 was manufactured according to the wi version 34 welding in the machine ls24, and ls25, on 08/jun/2025, with a total of (B)(4) units. The lot 5e04018 was manufactured according to the wi version 34 welding in the machine ls06, and ls07, on 08/jun/2025, with a total of (B)(4) units. The lot 5e04021 was manufactured according to the wi version 34 welding in the machine ls24, and ls25, on 07/jun/2025, with a total of (B)(4) units. The lot 5e04027 was manufactured according to the wi version 34 welding in the machine ls24, and ls25, on 03/jun/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5e02182 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 08/jun/2025, with a total of (B)(4) units. The lot 5f01649 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 09/jun/2025, with a total of (B)(4) units. The lot 5e02180 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 08/jun/2025, with a total of (B)(4) units. The lot 5e02179 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 07/jun/2025, with a total of (B)(4) units. The lot 5e02171 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 03/jun/2025, with a total of (B)(4) units. The lot 5e02172 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 03/jun/2025, with a total of (B)(4) units. Note: number nc is raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.